Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were five previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The report did not include cartridge serial number. There was not enough information provided to further investigate.

Event description:
The FDA medical device reporting team provided the report, (mw5109772), that was received through FDA¿s medwatch program. My employer instituted mandatory asymptomatic screening using the cue covid-19 test about a month ago. Mine is s/n (B)(4), cartridge lot 22704l. Over my first 20 tests on the cue the device failed to detect rnase p control in my swab 30% of the time, and I got a pcr verified false positive within the first 10 tests. I have used the test according to the instructions carefully. I previously used rapid tests (binaxnow) daily for about two months with no issues. In the last month, four other people have reported false positives with cue and two people have come to work with symptomatic covid after testing negative by cue tests a couple of times. Since we adopted cue testing, we are no longer required to wear masks and social distance at work, as if they think the cue tests are going to reliably detect asymptomatic and early covid infections due to irresponsible and inaccurate marketing claims by cue. The cue test materials themselves contain legal disclaimers that a negative test for an asymptomatic person is noninformative, and I think my company is putting us at risk by misinterpreting the very slick marketing materials for cue. I went looking for real world cue data, especially technical specifications because I am an assay developer and molecular screening scientist. The data seems very sparse and highly curated in the literature. Many of the scientists in our group are concerned that the device is basically a scam and using it is worse than nothing, but our employer won't admit there is a problem or change course. FDA safety report ID# (B)(4). This MDR is to document #6 of 10 medwatch reports sent to the FDA. See related cases for alternate medwatch report mdrs.